Event description:
It was reported that pump touchscreen did not respond and pump screen appeared frozen, preventing customer from interacting with pump. There was no reported impact to the customer¿s blood glucose level. Customer attempted pump reset without improvement, switched to multiple daily injections for insulin delivery, and technical support arranged shipment of replacement pump, provided instructions for storage mode, pump setup, and cgm connection, and requested return of problematic pump using pre-paid label.